Manufacturer narrative:
Lab analysis summary: based on the product analysis performed, the assessments of the complaints are: ¿ deflation-valve leak and/or damage: observed delamination total of the valve (adhesive failure) as per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.